Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2023. During the procedure, the first two bands were deployed without any problems, but then the bands started deploying prematurely. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed earlier in the setup process, before tensioning the trip wire; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that the ligator head returned with bands, some of them were broken and overlapped. The ligator head teeth were in good condition. No other problems with the device were noted. The reported event of bands prematurely deployed was not confirmed. Upon analysis, some of the bands in the ligator head were broken and overlapped. These problems do not suggest a premature deployment; however, these suggest that the device could not deploy the bands. A labeling review was performed and based on the provided information; this device was not used per the instructions for use (IFU)/product label as the ligator shrink wrap was removed earlier in the setup process. The IFU states "removal of the ligator shrink wrap is done at the end of the setup." Since this step of the process was not followed, it is possible that earlier removal of the shrink wrap could have affected the knots that holds the suture leading to inability of the device to deploy the bands and making them overlapped and broke. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the first two bands were deployed without any problems, but then the bands started deploying prematurely. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed earlier in the setup process, before tensioning the trip wire. However, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
This event was reported by the sales representative. The healthcare facility is: (B)(6)hospital. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.